Event description:
Caller reported a malfunction on the pump, although no notable events were identified before the issue. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset instructions and assisted the caller with the reset, after which the malfunction did not recur. Caller was advised to continue using the pump and to call back if any issues arise again, which the caller acknowledged and understood.